Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. There were visual indications of fluid found within the cassette compartment. There were no visual indications of particulates found within the cassette compartment. The cycler underwent and passed a system air leak test, valve actuation test, and the mushroom head check. The simulated treatment post-accelerated stress test (ast) 2-hour 15-minute 8500 ml test passed. No fluid leaks were found during the removal of the cassette. The simulated treatment pre-ast 15-minute 1000 ml test failed. An internal visual inspection identified evidence of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. It was identified in diagnostic mode that when the dummy tummy patient bag was filled to the correct fill volume, the patient line was restricted to simulate a slow flow. The heater bag volume screen displayed less fluid than what was physically present in the heater bag. The flow alert option enabled, and flow is restricted. The cycler does not correctly track the heater bag volume where the patient volume delivered is tracked and recorded accurately. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and found that the fluid leak box had been checked on the cycler identifying, disinfecting, and disposition form. The mushroom head check had previously passed. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler during step 9 of their pd end treatment. The patient reported receiving a supply bag lines are blocked alarm during dwell 1 of 3 of treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The fluid leak did come in contact with the cycler. The patient was advised to discontinue the use of their cycler and follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the patient stated that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed. The patient stated that they were able to complete their treatment. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated that the fluid leak came from the cassette. The patient has received a new cycler and is continuing peritoneal dialysis therapy with no further issues. The liberty cycler set used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler is scheduled to be returned to the manufacturer for physical evaluation.